Event description:
I was not told about the nickel in the device. I do not react well to nickel. I have very painful cramps. Possible cysts but not found. Achy body. Headaches. Foggy memory. Painful intercourse. All of a sudden reacting to tampons. Every month I get itchy skin down there. Painful joints. Bumps on my face. Bad cramps. Weird periods.